Manufacturer narrative:
(B)(4)

Event description:
The customer initially had issues with qc results for the elecsys vitamin b12 immunoassay (vitamin b12) assay on a cobas 6000 e 601 module. The customer tried fresh qc on the current reagent pack and got a result with a data flag. The customer ran additional qc tests and calibrated the reagent pack but still had issues. The customer then loaded a new reagent pack with the same lot number but the qc issues continued. The customer switched the type of qc material used but the qc problem was not solved. The customer then provided vitamin b12 results for 4 patient samples. Of the data provided, the results for 1 patient were discrepant. The initial vitamin b12 result was 858 pg/ml. The sample was repeated and the result was 266 pg/ml. The sample was also repeated on the sister sites' e601 module and the result was 901 pg/ml. No incorrect results were reported outside of the laboratory. The initial vitamin b12 result and the result from the sister site were believed to be correct. No adverse event occurred. The patient is an outpatient. The vitamin b12 reagent lot number was 24174500 with an expiration date of 30-sep-2018. The pinch valve tubing was changed on (B)(6) 2018. Liquid flow cleaning is performed every 2 weeks. The field service engineer (fse) visited the customer site and found an issue with the syringe seals. The fse replaced the seals. As a preventive measure the fse decontaminated and cleaned multiple parts of the instrument, replaced the reagent probe and the sipper syringe seal and changed all the pinch tubing. The main water pump and gear pump pressure were checked. Water levels and water flow were verified. A photomultiplier tube high voltage adjustment was performed, calibration data was deleted and a cell blank calibration was performed. Instrument performance testing results were acceptable. Calibration and qc results were acceptable. The investigation determined that the syringe seal issue found by the fse was the root cause of the event.